Event description:
Md doing laparoscopy using 5 mm curved disposable scissors. During coagulating the fibroid it was noted on the video monitor that the uterus was also being coagulized. The scissors were removed and it was noted that an area of insulation was missing from the scissors and the metal was exposed at the base of the scissors. The sicssors were sent to the MFR for evaluation.